Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet system, with a reported blood glucose peak of approximately 300 mg/dl that later decreased to 214 mg/dl, and the caregiver observed an on-screen prompt indicating a priming step (¿do not connect tubing to body¿ and delivery of 0.7 units with drop visualization), prompting concern about unintended insulin delivery; troubleshooting and education were provided by phone, including direction to disconnect the infusion set, and the caregiver elected to seek care at a healthcare facility. Symptoms included elevated blood glucose. Outcomes included interruption of normal use and evaluation at a healthcare facility without admission details reported. Investigation included technical support troubleshooting and user education by phone. Investigation of this case revealed insufficient information to determine a device malfunction or user error, and no device failure was confirmed. It was concluded that the cause of the hyperglycemia was unclear, and no reportable device malfunction was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.